Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was received at fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed a vertical crack stretching from the port at the top of the chamber dome down to the side. Dents were also observed on the base of the chamber dome. A lot check revealed no other complaints of this nature for lot 160419. Conclusion: based on our investigation, the position of the cracks in conjunction with the dents on the base indicate that transport or storage related damage had occurred. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital reported via a fisher & paykel healthcare (fph) representative that an mr290 humidification chamber dome had a vertical crack. This was discovered before patient use.